Event description:
Technician alleged that the bed had no head up function. No patient impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to and recalibrated the sensors to resolve the issue.